Event description:
Acclarent was notified on (B)(6) 2012 of a domestic event that occurred during a sinus surgical case when acclarent balloon dilation technology was used. The sales rep reported that the distal tip of the flex sinus guide catheter for both m110 and f70 were rubbed off during the procedure. The procedure went well and without any pt injury. See 2nd MDR # 3005172759-2012-00043 for the m110 guide catheter.

Manufacturer narrative:
This was first complaint on this issue with no adverse event. The complaint devices arrived on (B)(4) 2012 and failure analysis was performed on (B)(4) 2012. Eval confirmed that the blue tips of both catheters were missing. The potential root cause of the damage of the guide tip appeared caused by the excessive multiplication of the guide catheter. There has not been any adverse event reported due to this malfunction and probability of any potential adverse event is highly remote. Hence, this malfunction was not initially considered as a reportable event, however, after re-eval on (B)(4) 2012, the organization decided to report it in abundance of caution. Acclarent will continue to monitor this phenomenon for trending purposes.